Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler/cycler set and the serious adverse events of fluid volume overload, heart failure, pulmonary edema, trace pericardial effusion, acute hypoxemic respiratory failure, peritonitis (characterized by abdominal pain), acute leukocytosis, myocardial injury, EKG changes, headache, and hyperphosphatemia, which required hospitalization and medicinal intervention. The etiology of the patient¿s peritonitis event is unknown; therefore, causality could not be established. Staphylococcus haemolyticus is commonly found on human skin, and can be isolated from the axillae, perineum, and inguinal areas. Staphylococcus infections are frequently linked to a touch contamination event. The etiologies of the patient¿s adverse events were not directly established, the medical intervention provided was largely cardiac and blood pressure medication. Fluid overload is a common finding among dialysis patients and is frequently multifactorial in its origin. It is reasonable to conclude by the patient¿s continued use of the cycler/cycler set, and the medical intervention provided, a fresenius device(s) and/or product(s) deficiency or malfunction did not occur. The liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to peritonitis. No additional information was provided during the intake process. The patient¿s discharge summary revealed the patient presented to the emergency room on (B)(6) 2025 complaining of headache, chest pain and was admitted due to a hypertensive (htn) emergency and fluid overload. The patient was admitted to the medical intensive care unit (micu) and was successfully treated with an intravenous (IV) nicardipine and nitroglycerine (dosages, duration not provided). Cardiology was consulted regarding the patient¿s EKG changes and an elevated troponin level; however, the cardiologist attributed the changes to the patient¿s renal status, tachycardia and the increase in cardiac demand ischemia. On (B)(6) 2025, the patient¿s blood pressure had stabilized, and he was transferred out of the micu onto a regular medical floor. The definitive etiologies of the hypertensive emergency and fluid overload were not provided, however the medical intervention provided was largely cardiac medication. Although the timeline is unclear, it appears the patient complained of abdominal pain following admission and was diagnosed with recurrent peritonitis. A peritoneal effluent fluid culture was positive for staphylococcus haemolyticus (collected on (B)(6) 2025) and a cell count revealed an elevated wbc count of 117 u/l. The patient was treated with intraperitoneal (ip) ceftazidime and vancomycin (dosages, frequencies not provided) to continue through (B)(6) 2025. The cause of the peritonitis was not provided; however, the patient will continue to use the same liberty select cycler at home. Although the patient was scheduled for discharge on (B)(6) 2025, the ip antibiotics for the patient could not be delivered until (B)(6) 2025. The nephrologist requested the patient remain hospitalized until (B)(6) 2025, however the patient signed out against medical advice (ama) in stable condition. The patient was provided follow-up appointments with his primary care physician, nephrologist, and cardiologist prior to discharge. The patient¿s discharge diagnosis list included fluid volume overload (resolved), heart failure with reduced ejection fraction (chronic), pulmonary edema (resolved), trace pericardial effusion (likely chronic), acute hypoxemic respiratory failure (resolved), focal segmental glomerulosclerosis (chronic), peritonitis (recovering), acute leukocytosis (recovered), myocardial injury (recovered), prolonged qtc, t-wave inversion (cardiac demand), headache (secondary to tachycardia and nitroglycerine drip), hyperphosphatemia (phoslo increased), lung nodule (consult ordered), hilar/mediastinal lymphadenopathy (consult ordered). The patient¿s discharge summary did not indicate any of the serious adverse events were related to a fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to peritonitis. No additional information was provided during the intake process. The patient¿s discharge summary revealed the patient presented to the emergency room on (B)(6) 2025 complaining of headache, chest pain and was admitted due to a hypertensive (htn) emergency and fluid overload. The patient was admitted to the medical intensive care unit (micu) and was successfully treated with an intravenous (IV) nicardipine and nitroglycerine (dosages, duration not provided). Cardiology was consulted regarding the patient¿s EKG changes and an elevated troponin level; however, the cardiologist attributed the changes to the patient¿s renal status, tachycardia and the increase in cardiac demand ischemia. On (B)(6) 2025, the patient¿s blood pressure had stabilized, and he was transferred out of the micu onto a regular medical floor. The definitive etiologies of the hypertensive emergency and fluid overload were not provided, however the medical intervention provided was largely cardiac medication. Although the timeline is unclear, it appears the patient complained of abdominal pain following admission and was diagnosed with recurrent peritonitis. A peritoneal effluent fluid culture was positive for staphylococcus haemolyticus (collected on (B)(6) 2025) and a cell count revealed an elevated wbc count of 117 u/l. The patient was treated with intraperitoneal (ip) ceftazidime and vancomycin (dosages, frequencies not provided) to continue through (B)(6) 2025. The cause of the peritonitis was not provided; however, the patient will continue to use the same liberty select cycler at home. Although the patient was scheduled for discharge on (B)(6) 2025, the ip antibiotics for the patient could not be delivered until (B)(6) 2025. The nephrologist requested the patient remain hospitalized until (B)(6) 2025, however the patient signed out against medical advice (ama) in stable condition. The patient was provided follow-up appointments with his primary care physician, nephrologist, and cardiologist prior to discharge. The patient¿s discharge diagnosis list included fluid volume overload (resolved), heart failure with reduced ejection fraction (chronic), pulmonary edema (resolved), trace pericardial effusion (likely chronic), acute hypoxemic respiratory failure (resolved), focal segmental glomerulosclerosis (chronic), peritonitis (recovering), acute leukocytosis (recovered), myocardial injury (recovered), prolonged qtc, t-wave inversion (cardiac demand), headache (secondary to tachycardia and nitroglycerine drip), hyperphosphatemia (phoslo increased), lung nodule (consult ordered), hilar/mediastinal lymphadenopathy (consult ordered). The patient¿s discharge summary did not indicate any of the serious adverse events were related to a fresenius device(s) and/or product(s) deficiency or malfunction.